Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 01aug2017 to assess the instrument test well image in question, which appeared visually weak positive with slight red blood cell adherence.

Event description:
On (B)(6)2017, an immucor employee who happened to be visiting a customer site reported to immucor technical support, on behalf of the customer site, an unexpectedly negative antibody screen when tested on a galileo echo.